Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)

Event description:
The customer reported via phone call indicating that he was hospitalized due to high blood glucose. Customer's blood glucose was unknown mg/dl. The customer was admitted to hospital. The customer was treated for high blood glucose with IV fluids and insulin. After troubleshooting was done, customer advised that the device needs to be replaced for a loose drive support cap. The customer was advised to call when tubing clamp received to perform high pressure test. The customer reported viv phone call indicating that insulin pump had damaged. Customer's blood glucose was unknown mg/dl. The customer reported that the drive support cap is flush and screen is scratched too. The customer was advised that the device would be replaced. The customer was advised to revert to a backup plan. The customer reported via phone call that he had no delivery alarm. The customer reported the was alarm was resolved by a complete set change.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had a cracked case at the display window corners, minor scratches on the lcd window, and a missing end cap sticker.